Event description:
The customer reported a leak inside the act diff instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He found that the sweep flow line was loose at fitting ff3 and was leaking. The fse tightened the tubing on fitting ff3 and the instrument ran without any leaks. The repairs were verified per established procedures. The fse also replaced the tubing through a check valve in the clenz input line that seemed worn, replaced pinch valves for the vacuum isolator and replaced the blue filter as preventive maintenance. Upon recur; the failure mode identified is likely to cause erroneous plt or rbc results due to improper sweep flow. (B)(4).